Event description:
Customer reported that she had received several low battery alarms. The blood glucose reading was 111 mg/dl. She reported that changing the battery cap did not resolve the issue and that the battery had not lasted more than one week. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to open trace on lcd driver. No unexpected off no power, low battery, or battery out limit alarms noted during testing. Unit had cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.